Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported gastroenteritis and acute kidney injury on chronic renal disease could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. It was reported that the patient presented to the emergency department on (B)(6) 2019 with gastroenteritis. The patient experienced two days of nausea, vomiting, and diarrhea with no fever. A CT revealed possible colitis which was likely viral. The patient was hospitalized and provided supportive care. The patient was also found to have elevated creatinine and blood urea nitrogen, but not 2 ¿ 3 times baseline. Sitagliptin and diuretics were stopped. Blood urea nitrogen and creatinine were 47/3.1 on admission, 52/4.9 on (B)(6) 2019, and 52/4.0 on (B)(6) 2019. The patient also had 400 cc emesis on (B)(6) 2019, and he was given 4 mg zofran pro re nata. It was noted that the vad was functioning normally. It was reported that the gastroenteritis resolved and the acute kidney injury on chronic renal disease resolved with sequela on (B)(6) 2019. The patient was discharged on (B)(6) 2019 with a blood urea nitrogen and creatinine of 53/3.25. The plan was to return to the clinic on (B)(6) 2019. The patient remains ongoing on heartmate 3 left ventricular assist system and no further issues have been reported at this time. The heartmate 3 lvas IFU lists various forms of infection and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient was admitted for gastrointestinal issues and acute kidney injury on chronic renal disease which continued to worsen. The patient reported two days of diarrhea and vomiting prior to admission. Sitagliptin, diuretics stopped. The patients vad was functioning normally. The patient had gastroenteritis. No additional information provided.